Manufacturer narrative:
H3/h6: the system was serviced in the field and the system passed system checkout and functioned as intended. Codes b01, c19, and d14 apply. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID 9735670 (serial: (B)(6)); product type; implant date n/a; explant date n/a section d references the main component of the system. Other medical products in use during the event include: sw kit 9735740 stealth s8 spine h3) no parts have been returned for analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation system being used during a cervical spine procedure. It was reported that as the procedure progressed, the accuracy began to slip. The surgeon attempted to manually register the patient using the initial scan. The representative noted that the initial point selected for point merge was positioned very deep into the patients head, which they were unable to adjust. They then added three additional points for point merge but was unable to add a fifth point after the fourth. The surgeon decided to take another navigated image spin to continue with surgery. The site took a final post-implant scan to confirm implant placement. After surgery the representative noted that the points from the point merge were still present. The probable cause was 4th point merge was not fine-tuned, and the system software does not allow points to be saved or moved onto another point if they are not fine-tuned. There was no reported impact to patient outcome and a reported delay of less than one hour.

Manufacturer narrative:
D9, h3: logs were received and software analysis was completed. Three registrations were available on one of the three imaging system exams while two of them had 4 landmarks added. In one of them, 3 out of the 4 points were matched and in the other no points were matched. Landmark 1 could not be matched. Log analysis confirmed that touch registration was failed as enough number of points could not be matched. Also, it was observed that a ¿small passive cranial frame¿ was used in the procedure which was off-label use. Incorrect reference frame was found to be used and user could not get the 4 points matched and proceeded to imaging system registration. Software analysis determined that there was insufficient information available to determine if a software anomaly occurred causing the reported event. Codes b01, c19, d15 are applicable to this analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.